Event description:
A surgeon reported that during a glaucoma filtration shunt implantation procedure, the anterior chamber flattened. The surgeon reported that he then implanted the shunt before he restored the anterior chamber with viscoelastic resulting in the shunt being misaligned and in contact with the iris. Also during the procedure, a conjunctival hole formed due to the patient's prior history of conjunctival adhesions. The conjunctiva required an autograft repair, which was not related to the shunt device. On postoperative days one and two the shunt had extensive iris-cornea contact and was described as being "dented" into the iris, which caused elevated intraocular pressure. Although the surgeon then lasered the iris on postoperative day two, and then attempted to realign the shunt surgically on postoperative day three, the shunt remained malpositioned. Approximately one month postoperatively, the surgeon performed a filtering bleb revision and explanted the shunt. The intraocular pressure was noted to be lower one week after the shunt had been removed; although, a needling procedure was performed approximately five months post shunt explantation.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. There have been no similar complaints reported in the lot number. (B)(4).